Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g128 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g128 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated the break occurred during the final stage of the purging air phase of the procedure when the centrifuge had spun to full speed. The customer reported approximately 150 ml of whole blood was processed and the drive tube broke between the centrifuge bowl and pressure dome. The customer stated they immediately powered off the instrument. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and received treatment after on a different instrument. The customer did not return product for investigation.